Event description:
It was reported that while withdrawing the spring wire guide through the catheter, the physician realized that the wire guide had separated near the distal tip and a piece was left in the patient. A venous dissection was required to remove the separated piece from the patient. There were no patient complications.

Event description:
It was reported that while withdrawing the spring wire guide through the catheter, the physician realized that the wire guide had separated near the distal tip and a piece was left in the pt. A venous dissection was required to remove the separated piece from the pt. There were no pt complications.